Event description:
After using alcon opti-free "puremoist with hydraglide" contact lens solution, my eyes turned very red and weepy and felt like they had been scraped with a knife. I thought I had an eye infection in both eyes, had to go to the doctor who prescribed a antibiotic/steroid, cost me (B)(6), and I couldn't wear contact lenses for 3 weeks. I didn't suspect the product was at fault until I used it again some while later and immediately experienced the same symptoms again. After looking at product reviews online ((B)(6)) I realized that hundreds of people have had the same experience, dating back to 2017. Many people have reported this to alcon, however alcon has taken no action to remove this dangerous product from distribution. This product should be recalled immediately, it is harmful to consumers. This product hurts a lot of people and results in needless trips to the doctor and unnecessary prescriptions. Why was the person using the product? Overnight contact lens storage/disinfecting solution.